Event description:
Device malfunction: none. Symptoms/ae: groin infection. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, one week post procedure, the pt developed a groin infection. The pt was admitted to the hosp for drainage of the infection site and was given antibiotics. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.